Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accutni) results for multiple patient specimens (results ranging between 0.6 ng/ml - 1.22 ng/ml). Upon repeat, all samples were rerun and all were recovered below. One patient was admitted to the hospital and treated based on high troponin result. There was no death or injury as a result of this event.

Manufacturer narrative:
Quality control (qc) and system checks have been recovered appropriately. Field service engineer (fse) was dispatched onto location and performed routine cta (closed tube aliquotter) repairs in addition to troubleshooting sample handling and centrifugation issues. Replaced the aliquot probe and repaired the pump box. Increased the centrifugation time due to observations of cells and debris in sample serum. The root cause is unknown for this event at this time; investigation is continuing.